Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver ceased to function. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver initialized without a manual restart. No additional event or patient information is available. No data was provided for evaluation. The receiver was returned for evaluation. External visual inspection was performed and failed due to the usb connector being damaged. A receiver charge and boot was performed and failed due to the usb pins from j3 being damaged. A receiver download was performed and failed. A functional test could not be performed. Confirmation of the complaint could not be confirmed in the log review and could not be replicated or reproduced with the returned device because usb pins from j3 connector being damaged. The probable cause could not be determined.